Event description:
It was reported that the clinic notified the patient that they did not received the last two tran telephonic messages. Technical assistance reviewed functionality of monitor with care provider and the powerlight is on, but when selected for manual transmission no other lights process. The monitor is being returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.